Event description:
From the h&p: "history of placement of three-piece penile prosthesis...via penoscrotal approach...this has become nonfunctional. The patient requests explant and reimplant. He is diabetic..."through the scar, an incision was made and the palpable existing intrascrotal pump portion of the implant was exposed along with its associated tubing, leading to the left and right corporal cylinders and reservoir. On exposure of this area, the defect in the pump device was seen at the base of the pump. There was a clear large fracture of the pump from the base of the housing. This appeared to be the etiology of the fluid leak and nonfunction of the ipp (inflatable penile prosthesis)."...after explantation, the patient underwent penoscrotal insertion of titan coloplast three-piece inflatable penile prosthesis. "The patient tolerated the procedure well, had minimal ebl (estimated blood loss) and was taken to recovery room in stable condition."what was the original intended procedure?explant of existing three-piece penile prosthesis and reimplantation.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.